Manufacturer narrative:
Na.

Event description:
Nurse reported via our sales rep, that the drill is twisted. An alternative device was available to finished the surgery with the desired result and without delay.